Event description:
It was reported that a patient came in to the healthcare professional (hcp) with ¿code 8286¿ on the personal therapy manager. The hcp saw the patient on (B)(6) 2014 for a refill of 40 ml. Today the log showed empty reservoir occurred and the reservoir was not actually empty. The hcp ¿may not have¿ updated the pump with the new reservoir volume at the time of the refill. Nothing in logs showed an update from (B)(6) 2014. The patient had no symptom change and the pump was dispensing medication as usual. The volume was updated today with no issues. The drug being infused by the pump was unknown. No intervention was reported for this event. Follow up was being conducted to obtain additional information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial# unknown, product type: programmer, physician. Product ID: neu_unknown_cath, serial# unknown, product type: catheter. Product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).